Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a storage space failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and tower door 4 had failed and was unable to recover. A field service engineer (fse) replaced the tower latch on door 4 and addressed an issue with auxiliary drawer 2.1, where row e was not detected on the bus. The fse removed all pockets, cleaned debris and foil from the cubie trays, unseated and reseated the row board cables, and cycled the trays. The customer inventoried door 4 and auxiliary drawer 2.1 row e1. Fse performed preventative maintenance, and all doors were successfully tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a storage space failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.